Event description:
During attempted implant, the right atrial (ra) lead could not be implanted due to an unspecified helix malfunction. A different ra lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.